Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): healthcare provider (hcp) asked for registration information in preparation for a revision. When asked for details about the reason for the revision, the caller stated that the stimulator is not working, it is not charging anymore. The caller stated that this issue started at the beginning of the year 2020. No patient symptoms were reported.